Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be extended and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right atrial (ra) lead exhibited undersensing and no capture at different implant locations. On the last attempt the lead helix would not retract with multiple turns. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.